Event description:
It was reported via repair work order that the bed had significant frame damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: bed issues not correctable advised customer to discard unit.